Manufacturer narrative:
(B)(4). Patient age at time of event: over 18 years old. Returned product consisted of a guidezilla guide extension catheter. Microscopic examination revealed that the proximal markerband and the end of the shaft were flattened. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination revealed that the collar was damaged at the edge. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07596. It was reported that a shaft break occurred. During preparation for a percutaneous coronary intervention (pci), they performed an intensity check for the guidezilla¿. They pulled the guide catheter segment and proximal shaft and the device did not separate. However, when they slightly rotated the device, the hypotube shaft including the collar detached at the distal end. The procedure was completed with a different device. There were no patient complications as this happened outside the patient's body.